Manufacturer narrative:
The sample was not returned and therefore a full investigation could not be performed. However, from available information supplied by the customer the failure was confirmed. No root cause could be determined. The DHR review was performed and it was found that 320 units were manufactured from packaging lot 70106717 on 2015-11-01. There were no references found which indicate a non-conformance of the product in question. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. Please note this is the final report.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2017 11:08 am (gmt-5:00) added by (B)(6): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6) . A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "blood leakage during the surgery from membrane body." Ref.:#703006198, customer ref. #2017-103242.